Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump had experienced a depleted battery alarm, which interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported of overinfusion could not be confirmed or duplicated. An inspection of the pumphead modules found them to be delivering within specification and as designed. Therefore, assignable cause could not be determined at this time. A trend review has been performed and the chart is stable containing no out of control points. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative contacted baxter to report that a colleague infusion pump was programmed on channel c to infuse potassium chloride for four hours. The infusion occurred for only fifteen minutes. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version: 5.48.92 which is categorized as remediated.